Event description:
It was reported that a pt underwent a robotic hysterectomy procedure on (B) (6) 2009. The pt had a two and one quarter pound size uterus with fibroids which was extremely calcified. During the procedure, the device stopped working. Another handpiece was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2009-00779, medwatch 2210968-2009-00783, and medwatch 2210968-2009-00784. The same pt is represented in each medwatch.